Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the hf sensor measurements were observed inaccurate (high) and the patient's clinical symptoms did not correlate with the hf sensor readings. Subsequently, recalibration was performed by echocardiogram (noninvasive technology). Additionally, the patient experienced acute kidney injury and hypotension due to being treated based on sensor readings. Reportedly, the patient is in stable condition.